Event description:
It was reported that the patient experienced infection of his inflatable penile prosthesis (ipp). The dr. Removed the entire system after finding infection where the reservoir is. A full recovery is expected for the patient.